Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 1, 2022. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received. The event did not result in delay, the product was changed and removed once the burn was noticed, the surgery was completed successfully. The scope and light cord were taken out of circulation, and it was examined by or team. The product causes patient's burn, there is no blood loss. Additionally, the generator settings used was on micro.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h6 (identification of evaluation codes 4114, 3221, 19, 4315). Type of investigation #3: 4114 - device not returned investigation findings: 3221 - no findings available investigation conclusions #1: 19 - cause traced to user investigation conclusions #2: 4315 - cause not established. The affected sample was not returned; therefore, a thorough investigation could not be performed. A retention sample could not be obtained as the lot number was not provided. During the manufacturing process, all vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. Based on review of past complaints, the cracked / fractured / burnt distal end of the v-cutter most likely resulted from excess force applied to the distal end of the v-cutter during the procedure. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results pending completion of investigation. Conclusion not yet available.

Event description:
The user facility reported to terumo cardiopulmonary that during a vein harvesting procedure, a burn was noticed on patient's leg at the end of the case. It is unknown if there was a delay in the procedure, if product was changed out and if the surgery was completed or if there was blood loss. Terumo continues to attempt to gain more information regarding this event from the user facility. As per the user facility, the device did not do what it is supposed to do. The procedure was for an urgent coronary artery bypass graft x3, with skeletonized left internal mammary artery, to left anterior descending and reversed saphenous vein aorto - coronary bypasses to the obtuse marginal branch of the circumflex and to the posterior descending branch of the right coronary artery. As per the clinical specialist, she was able to review this case and the was informed that in the initial documentation, it was caused by the light source. An initial report was received under uf/importer no. (B)(4).